Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, and excessive no delivery test or verify a33 alarm due to motor error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was unknown. The customer reported that the drive support cap appears normal. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.